Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of a right dural avm (arteriovenous malformation) originating from the accessory meningeal artery. Venous outflow was previously embolized via facial vein with coils and onyx. On (B)(6) 2014, the patient underwent onyx embolization treatment. The access to the feeding vessel was very difficult and gtn (glyceryl trinitrate) was administered to relieve vasospasm. During the onyx injection, it was reported the catheter ruptured on the second injection after a plug was formed at the distal tip of the catheter from the first injection and about 2cm of onyx leaked into the accessory meningeal artery. The catheter was removed from the patient and flushed immediately with dmso causing another rupture in the catheter proximal to the first one. The physician stated that resistance was felt prior to the rupture. There was approximately 2cm of reflux into the accessory meningeal artery preventing further penetration of the nidus from the access point. The procedure was aborted and the patient will be brought back in a few weeks for possible venous access. No patient injury was reported as a result of the procedure. Same event as MDR 2029214-2014-00164.